Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident insert 56mm size f. Additional devices listed in this report: -unknown 32 +4 head; -unknown 6.5mm screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that patient had left hip revision due to pain. Insert and head revised.